Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2. Final arm angle (efaa) could not be established, clip opened to 30 degrees while locked. The clip was reclosed and efaa was failed again, the clip kept opening. The clip was not implanted and was removed. Another clip was implanted, reducing mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis, as the device performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It is possible that the conditions during the procedure (tension on the clip, unintended curves/tension place on the device by the user or anatomy) contributed to the reported user experience; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the unintended movement (clip open ¿ efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.